Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is a duplicate record. The device was not returned.

Event description:
It was reported that the water in the burst packet of the magic 3 catheter came out from the seam when the product was squeezed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water in the burst packet of the magic 3 catheter came out from the seam when the product was squeezed.